Manufacturer narrative:
Initial.

Event description:
It was reported that the user experienced hyperglycemia with continuous glucose monitor (cgm) readings up to 400 mg/dl, confirmed by glucometer at 394 mg/dl for approximately three hours, after eating without timely meal announcement while using an ilet system with a contact detach infusion set on the abdomen and a dexcom g7 cgm. An occlusion alert occurred and resolved only after a full supply change, and education on correct meal announcement was provided. No adverse clinical symptoms associated with hyperglycemia reported. Outcomes included no health consequences or impact. Investigation included communication with the user and analysis of information provided by the user. Investigation of this case revealed no device problem, a usage problem related to improper or incorrect procedure involving the user interface, and that the event was associated with failure to follow instructions. It was concluded, based on previously established findings for similar reports, that the cause was failure to follow instructions and an unintended use error.